Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(4) 2015. Pump was exercised for a 24 hour duration period with no warnings or alarms. The total daily doses correctly reflected the user's programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be delivering within the required range.